Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump passed the self test. No a6 alarm during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reports to have received a motor error alarm and it wiped out all settings. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.